Manufacturer narrative:
It was reported that there is faulty lock on the brace. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that knee brace that has a top plastic clasp that is broken and the hinge is not holding.